Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2013) is considered to be a best estimate. This emdr represents the bard/davol perfix plug (device 2). An additional supplemental emdr was submitted to represent the bard/davol perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2014 - patient was diagnosed with indirect and direct right scrotal hernia thereby underwent open repair with implant of perfix plugs (device 1 and 2). Per op notes, ¿right scrotal sac was identified, and the contents were partially reduced. Two-thirds of his small bowel was noted in the right scrotal sac and reduced back into peritoneal cavity. Separate hernia sacs were identified involving the right colon and excised. Two perfix plugs (device 1 and 2) were placed into the defect and secured with sutures.¿ (B)(6) 2017 - patient was diagnosed with recurrent incarcerated right inguinal hernia thereby underwent open repair with excision of perfix plugs (device 1 and 2). Per op notes, ¿a scar from previous hernia repair was identified in the right groin region. A large, indurated mass consistent with the previous plugs (device 1 and 2) were noted in the inguinal canal. The hernia sac was reduced, and the plugs (device 1 and 2) were excised completely, and hernia was repaired with sutures.¿